Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high troponin (accutni) result generated by the unicel dxi 800 access immunoassay system for a single patient sample. A patient sample was tested for accu tni and one result was 0.24ng/ml, and a second result of 0.87ng/ml was generated due to an established reflex condition. The original sample was re-centrifuged and then tested twice on a different instrument in the customer's lab and results were: 0.195ng/ml and 0.194ng/ml. The erroneous results were reported out of the lab. No patient death, injury, or change to patient treatment has been reported in association with this event.

Manufacturer narrative:
Qc was performed twice on the day of event and results were within the customer's established ranges. The sample type was plasma, collected into a greiner 13x100 lithium heparin tube with gel and centrifuged at 2,200 g for 15 minutes at room temperature. The specimen was sampled from the primary tube. A field service engineer (fse) was dispatched to the customer's lab: the fse made repairs to the tape drive and serviced precision pump upper springs. The fse replaced a sample probe and completed alignments. The fse verified and adjusted alignments for the reagent probes and checked the aspirate/dispense plates. The fse performed a diagnostic testing which passed and instructed customer to run qc prior to use. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.